Event description:
Reportable based on device analysis completed on 08jun2026. It was reported that the balloon failed to inflate. The stenosed target lesion was located in the arteriovenous fistula. An 8.0 x 40, 75cm mustang balloon catheter was selected for use. However, during the procedure, it was noted that the balloon did not expand. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed a longitudinal tear was identified in the balloon material.

Manufacturer narrative:
D2b - pro code (product code): fge, lit g4 - premarket / 510(k) #: k141521, k141597 device analysis findings: upon receipt at our post market quality assurance laboratory, a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 40mm in length and extended from a position 4mm proximal of the proximal markerband to 5mm distal of the distal markerband. From the longitudinal tear a partial circumferential tear was noted approximately 3mm distal from the proximal markerband. The investigator was unable to inflate the balloon due to the tear in the balloon. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the mustang device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.